Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, customer encountered a non-recoverable fault 40241 after selecting the "recover fault" button for another recoverable fault. The user received phone assistance from the technical support engineer (tse). The customer stated that the patient side cart (psc) had been swapped with another system's psc and the procedure had been resumed without issues before the call. The error persisted after restating the defective psc in a standalone mode. The tse could not find error 40241 but confirmed the occurrence of error 25730 and subsequent communication errors in the universal surgical manipulator (usm) 4. The procedure was competing with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that ports were placed prior to the issue being identified. The system functionality was checked upon powering the system, at which point the issue occurred. After the conversion, the procedure was completed with no further issues.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce error 40241. However, errors 32096 and 40241 were confirmed multiples times so the universal surgical manipulator (usm) was exchanged. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed. The usm was tested on an in-house system in normal mode where it replicated error 25730. The usm was also tested on a functional test platform and passed with no related errors.

Event description:
Refer to h10/h11 for follow-up information.